Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device experienced fluid ingress consistent with moisture damage, after which the screen shut down and the device would not power back on; the user observed a leaking cartridge and transitioned to backup therapy with multiple daily injections to address high blood glucose. Symptoms included hyperglycemia, headache, and nausea. Outcomes included a serious illness/impairment classification and unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information and photographs provided. Investigation of this case revealed evidence of leakage at or related to the seal, consistent with moisture damage affecting the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.